Event description:
It was reported that an ilet device became unresponsive, and the caregiver observed blinking while the device was on the charger; remote troubleshooting was attempted but could not be completed because the charger was not available for testing at the time. Symptoms included no clinical symptoms reported. Outcomes included no impact reported. Investigation included collection of event details and a plan for guided troubleshooting to assess device function and charging behavior. Investigation of this case revealed that no findings have been confirmed because troubleshooting has not yet occurred and the device could not be assessed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further evaluation.